Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had excessive air bubbles even after set change. Customer's blood glucose was 3.0 mmol/l. Insulin pump would be replaced.

Manufacturer narrative:
The pump was unable to prime during the prime test due to moisture damage on the force sensor. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.